Event description:
Account stated that the initial result for a patient estradiol was >measuring range and repeated as 5000. The incorrect results were not used to guide patient treatment. The field service representative could not determine a cause for the discrepancy.